Manufacturer narrative:
Final analysis found burn marks on the ac power adapter circuit board which contributed to the inability to power the transmitter.

Event description:
It was reported that the transmitter exhibited start-up failure; multiple power ports were attempted. The unit was replaced. No further information was reported.